Manufacturer narrative:
The insulin pump passed functional testing. No motor error alarm noted. The motor passed motor test. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.

Event description:
The customer reported that he received a motor error alarm from his insulin pump. The customer's blood glucose level was 102 mg/dl. The customer went to go see the doctor the day prior to the motor error alarm, but he did not get any x-rays. Troubleshooting for the insulin pump was conducted. The insulin pump will be returned. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.